Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported the lens was cloudy and the pt had reduced visual acuity. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Add'l info was requested by email on 03/28/2007 and 04/04/2007. Add'l info was provided on 03/30/2007.